Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter shaft break occurred. A 10mm x 3.50 flextome¿ cutting balloon¿ was selected for use. During the procedure, when advancing the catheter, it was noted that the shaft broke. Consequently, the balloon catheter was removed together with the guide catheter. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual and tactile examination identified a complete break in the hypotube of the device. The break was located at approximately 240mm distal to the strain relief. Multiple kinks were also identified on the hypotube sections. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the hypotube that may have contributed to the complaint incident. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was also identified inside the balloon which may have been due to the hypotube break. Due to the condition of the returned device it was not possible to inflate the balloon. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination identified no damage to the tip, markerbands or blades of the device. All blades were present and fully bonded to the balloon material. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that catheter shaft break occurred. A 10mm x 3.50 flextome cutting balloon was selected for use. During the procedure, when advancing the catheter, it was noted that the shaft broke. Consequently, the balloon catheter was removed together with the guide catheter. The procedure was completed with a different device. No patient complications were reported.